Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Event description:
The incisor blade was window locked correctly but when the doctor started to morcellate the cavity would collapse. Surgeon removed the blade from the scope and cavity and would dilate back normally. Each time the doctor tried to insert the blade into the cavity, the cavity would collapse. When suction was turned off on the hand piece the cavity would dilate but as soon as the doctor turned the suction on the hand piece in the cavity it would collapse. The blade was window locked properly. Doctor completed procedure with a d & c using curettes.